Event description:
Analysis identified no anomalies associated with the tablet performance using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Event description:
The company representative performed troubleshooting on the tablet prior to sending it back for analysis, and she found no issues with the tablet holding a charge. The tablet was received on 10/28/2015. Analysis is has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician's tablet would not hold a charge. A loaner tablet was provided to the physician. Attempts for further information have been unsuccessful to date. The tablet is expected for return, but has not been received to date.